Event description:
During a case to close an atrial septal defect (asd), a 22 mm amplatzer septal occluder (aso) (lot: 4982632) was upsized to a 24 mm aso (lot: 6065106). Measurements and placement checks were done by fluoroscopy and tee, followed by a ¿wiggle and pull¿ test prior to releasing the device. A chest x-ray was performed prior to waking the patient from general anesthesia (ga), to verify the aso was still in place. While the patient was being weaned from ga, the patient developed runs of ventricular tachycardia, at which point the aso was noted to have embolized to the right ventricle. Upon repeating fluoroscopy imaging, the aso had further embolized to the pulmonary artery. The aso was attempted to be percutaneously retrieved but was unsuccessful. The patient was transferred to the operating room for aso retrieval as well as surgical closure of the asd. The patient is reported to be stable and recovering. The cause of the embolization is unknown. Patient information cannot be provided due to personal data privacy legislation/policy.

Manufacturer narrative:
An event of embolization was reported. The results of this investigation confirmed the device met all dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.